Event description:
New information received notes that the right ventricular lead was capped and replaced on 21aug2021. The patient had no adverse consequences.

Event description:
It was reported that the patient's right ventricular lead exhibited noise and insulation degradation. No device intervention was performed. The patient had no adverse consequences.